Event description:
It was further noted there was a delay to the procedure, which was not completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. Additional information added to fields: corrected fields: b5 (information inadvertently missed) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. The device was returned for evaluation and the reported issue was not confirmed. Although the device inspection confirmed image abnormalities during angulation, a large black halo due to micro-lens separation, the image was still visible. Based on the results of the investigation, a definitive root cause could not be determined as the reported loss of image was not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope exhibited a screen that became black, showed no image and was unable to be restored. The issue occurred during an unspecified procedure. There were no reports of patient harm associated with the event.